Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the ins caused uncontrolled bowel movements for years and pt said the ins did something to their back that caused them to be in pain. Pt said they had gone to ER "so many times."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported the therapy has not worked since they were implanted. Patient stated they were having so much trouble and all that stuff. Patient services specialist (pss) understood pt saying they had met with several different reps (people) for reprogramming but they still were not able to get the therapy right. Pt implied the healthcare provider (hcp) wanted to do a revision/replacement but they wanted the spinal cord stimulation (scs) system removed altogether but the surgeon said no. Pt described the healthcare provider (hcp) explaining to them the complications of removing the scs and they would no longer be able to see pt after their contract with clinic expired. Pt noted they thought the scs was causing problems with their left leg where all of a sudden it just gave out and is also causing pain/shocking sensations. Patient also described they get a sudden burst of stimulation which feels like it shocks them but at the same time it hurts like it kind of moves a little bit. It was unclear by patient's response if they feel that the leads move or the neurostimulator battery. Pt explained the hcp's they work with for their leg with don't work with the scs or remove it; instead they were referred back to the same hcp. Pt reiterated the issues were not as bad when first implanted but has been getting worse little by little.